Event description:
Customer reported the system stop working during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board and hv tank. System operates as intended.